Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the seal of the device fell and it was not possible to put it back on it, and device could not hold the knives. Per service report, this complaint can be confirmed. It was found during evaluation that the motor was corroded and the resistance value of the cable as well as of keyboard were out of tolerance limits. The motor, cable and keyboard were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the corroded motor. With the available information, we cannot determine the root cause of the drifting resistance values of the keyboard and cable. The faulty parts of the device and user mishandling would have resulted in in the reported problem. A manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). A manufacturing record evaluation was performed for the finished device [1843m3947] number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an unknown surgery, it was observed that the seal on the micro tornado hp w handcontrol device fell and it was not possible to put it back on it. It was further reported that the device did not hold the blades. Procedure has been completed with the same device. No harm to the patient reported. No delay reported. No additional information was provided.